Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2014 with the following: visual inspection revealed that there was moisture in the display lens. The pump case was found to be damaged between the upper right corner of the display and the case seal. The battery compartment and returned battery cap were intact; no damage was observed. The battery cap was able to be fully secured to the pump. During testing, the pump was not able to be powered on. A leak test was performed and a pump case leak was found. The pump case was removed and moisture was found inside the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump had lost power and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.